Manufacturer narrative:
Device passed displacement test and self test. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 23 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The insulin pump was not alerted for low blood glucose. Customer stated that they heard beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volume levels. The device will be returned for analysis.